Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-8336-50 serial #: (B)(4), description: coveredge 32, 50 cm 4x8 surgical lead. The explanted devices were not returned to bsn as they were discarded by the medical facility. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient was experiencing fever and pain at the right pocket incision site. It was noted that there was an infection. The physician believed it was not device or procedure related. The patient underwent an explant procedure and was placed on IV antibiotics. The patient was doing well postoperatively.

Event description:
A report was received that the patient was experiencing fever and pain at the right pocket incision site. It was noted that there was an infection. The physician believed it was not device or procedure related. The patient underwent an explant procedure and was placed on IV antibiotics. The patient was doing well postoperatively.

Manufacturer narrative:
Additional information was received that the patient had stopped using the device was also due to inadequate stimulation.